Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to perform a scheduled preventative maintenance (pm) on the iabp unit. The fse was unable to reproduce the reported issue and no parts were replaced in connection with the reported event. Complete pm with full calibration, functional testing and safety check were performed to factory specifications. The iabp unit passed all checks, was returned to the customer and cleared for clinical use.

Event description:
It was reported that a low vacuum alarm was generated by the cs300 intra-aortic balloon pump (iabp); this occurred simultaneously to the staff changing the bedsheets of the patient and turning the patient. It was also reported that several attempts to restart therapy were unsuccessful and an additional pump was obtained. After making all connections, therapy was resumed successfully. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported that a low vacuum alarm was generated by the cs300 intra-aortic balloon pump (iabp); this occurred simultaneously to the staff changing the bedsheets of the patient and turning the patient. It was also reported that several attempts to restart therapy were unsuccessful and an additional pump was obtained. After making all connections, therapy was resumed successfully. There was no patient harm and no adverse event was reported.